Event description:
(B)(6) contacted technical services to discuss a merlin@home remote transmission with episodes of non-sustained rv oversensing resulting from loss of ventricular capture resulting in a mismatch between the near field and far field sensing. Tse suggested they could consider evaluating the threshold and increasing the output as necessary. The patient was currently programmed lv only pacing. They plan to bring the patient into clinic to evaluate.